Event description:
A healthcare facility in united states has reported that the foot of an 900iw130e neopuff infant warmer module manual control was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: 900iw130e is used as a placeholder and additional information has been requested from the customer. Section d4: UDI details are not available based on the time of manufacturing.

Manufacturer narrative:
(B)(4). Method: the subject iw932jeu infant warmer cosycot was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, including a photograph and our knowledge of the product. Results: a visual inspection of the provided photo confirms that one foot of the iw932jeu infant warmer cosycot was cracked. Conclusion: we are unable to determine the cause of the reported event. Section d4: 900iw130e was used as a placeholder and it has been updated to iw932jeu. Section d4: UDI details are not available based on the time of manufacturing

Event description:
A healthcare facility in united states has reported that the foot of an iw932jeu infant warmer cosycot was cracked. There was no reported patient involvement.